Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital for cloudy effluent. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2020 through (B)(6) 2020 with cloudy effluent fluid. Peritoneal effluent fluid cultures were positive for staphylococcus (cell count results not provided), and the patient was treated with intravenous (IV) vancomycin and ceftazidime (doses, frequency, durations not provided). Although it was initially reported the patient continued pd therapy on the original liberty select cycler, further follow-up on (B)(6) 2020 revealed the patient transitioned to outpatient hemodialysis (hd). The patient reportedly possesses ¿cognitive impairments¿ (specifics not provided) which prevented the patient from continuing with pd therapy safely in the home. Per the pdrn, the events were unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius product(s) or device(s). The cause of the peritonitis was attributed to a breach in aseptic technique, when the patient failed to wear a mask during initiation and take off. Additional information (e.g. Discharge summary, past medical history, medication list), however the patient¿s record could not be accessed due to her transition to hd therapy. The patient is doing well on hd and is recovering from the events.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis characterized by cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. Per the pdrn, the events were unrelated to the use of any fresenius device(s) or product(s), as the cause was attributed to a breach in aseptic technique. The patient neglected to wear a mask during initiation and completion of pd therapy. Staphylococcus is commonly found in mucous membranes and the skin of humans and can be transmitted with respiratory secretions. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product or device deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.